Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented to the clinic after hearing a patient notifier. Upon interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. The patient was fine.